Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (japan) was experiencing ineffective stimulation. In turn, surgical intervention was undertaken to explant and replace the patient's 3186 lead. During the procedure, the patient experienced pain after the 3186 lead was explanted. As a result, the physician did not implant a new lead.